Event description:
Healthcare professional reported, right side rupture. The device was implanted after expiration date. Device has been explanted.

Manufacturer narrative:
Health effect f1905: device revision or replacement. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. ¿the device was implanted after expiration date¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting due to the duplicate report.